Manufacturer narrative:
The history record for the lot number provided will be reviewed. The rptr was contacted and return of the tube for investigation was requested. To date the tube has not been returned. If the tube is returned for investigation and significant info is identified, a summary of the investigation results will be provided in a supplemental report.

Event description:
Balloon at the end of the endotracheal tube was noted to have a piece of loose plastic peeling off of it. What was the original intended procedure: tonsil.